Event description:
A customer reported to beckman coulter inc. (Bci) that they received two dxi wash buffer ii cubetainers that were leaking. There was no report of injury to persons.

Manufacturer narrative:
From the information supplied by the customer, the amount of leakage could not be determined. No root cause was determined for the leaking with the information supplied.